Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced dislocation of percutaneous endoscopic gastrostomy (peg) tube. Report indicated that the peg tube was in the abdomen with one inch left outside. In (B)(6) 2017, patient underwent replacement of peg tube. After an unspecified period of time following the procedure, the patient experienced troubled breathing and patient went into cardiac arrest. The patient became brain dead and was placed on a ventilator. On (B)(6) 2018, patient was taken off of life support and patient passed away. Though requested, additional event information was not provided.